Manufacturer narrative:
(B)(4): evaluation results: ( thrombosis & revascularization).

Event description:
There were 4 endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure, one in the proximal lad, two in the mid lad and one in the distal lad. There was a revascularization carried out approx 3 weeks post index procedure and the pt had an additional endeavor sprint rx stent implanted in the 1st left posterolateral branch. Pt was asymptomatic/free of symptoms at 1 month and 3 month f/us. It is reported that the pt suffered with coronary artery stenosis approx 8 months post index procedure. It is reported that the pt suffered stent thrombosis, diagnostic angiography was carried out and there was a revascularization carried out. The pt was hospitalized for approx 2 weeks but recovered with treatment. In the opinion of the investigator, the event was not related to the study device or the study procedure. Pt was asymptomatic/free of symptoms at 1 year f/u. (Ref MFR #s 2953200-2011-00208, 2953200-2011-00209, 2953200-2011-00210 and 2953200-2011-00211).